Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and tooth disorder ("dental problems") in an adult female patient who had essure (batch no. 664653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension from 2009 to 2016 and gestational diabetes from may 2009 to august 2009. Concurrent conditions included vaginal cyst since (B)(6)- 2010 and menses irregular with excessive bleeding. In (B)(6)- 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)-2009, the patient had essure inserted. In (B)(6)-2009, the patient experienced rash ("rashes or skin conditions type: rashes on different parts of my arms and legs,"). In march 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)- 2016, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and scar ("scar tissue"). The patient was hospitalized sometime in (B)(6)- 2016 until (B)(6)-2016. The patient was treated with surgery (had surgery to remove the essure, total hysterectomy (uterus and cervix removed)) and surgery (removal of teeth). Essure was removed on (B)(6)-2016. At the time of the report, the pelvic pain, tooth disorder, female sexual dysfunction, allergy to metals, dyspareunia, abdominal pain lower and scar outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the rash was resolving. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash, scar, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jan-2010: total bilateral occlusion hysterosalpingogram demonstrates normal size and configuration of the uterus with no mass or other abnormality identified. There is good positioning of the essure devices within the fallopian tubes with the proximal portion projecting at the junction of the uterus and the fallopian tubes. No contrast is seen entering the fallopian tubes and certainly no extravasation of contrast was identified. No other abnormality is seen concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic menorrhagia ,vaginal bleeding , pelvic pain and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and tooth disorder ("dental problems") in an adult female patient who had essure (batch no. 664653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension from 2009 to 2016 and gestational diabetes from (B)(6) 2009. Concurrent conditions included vaginal cyst since (B)(6) 2010 and menses irregular with excessive bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes on different parts of my arms and legs,"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and scar ("scar tissue"). The patient was hospitalized sometime in (B)(6) 2016. The patient was treated with surgery (had surgery to remove the essure, total hysterectomy (uterus and cervix removed)) and surgery (removal of teeth). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, female sexual dysfunction, allergy to metals, dyspareunia, abdominal pain lower and scar outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the rash was resolving. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash, scar, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion hysterosalpingogram demonstrates normal size and configuration of the uterus with no mass or other abnormality identified. There is good positioning of the essure devices within the fallopian tubes with the proximal portion projecting at the junction of the uterus and the fallopian tubes. No contrast is seen entering the fallopian tubes and certainly no extravasation of contrast was identified. No other abnormality is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic menorrhagia ,vaginal bleeding , pelvic pain and nickel allergy. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: added patient demography, product details, lot number, new events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes on different parts of my arms and legs, dental problems, lower abdominal pain , nickel allergy, dyspareunia(painful sexual intercourse and added medical history and lab data. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.